Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose during overnight hours, and engineering logs later showed the user paused insulin delivery for several hours and executed a meal announcement; the user disputed making the meal announcement. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included device history review, engineering log review, and user troubleshooting including re-pairing and full data synchronization of the ilet device and app. Investigation of this case revealed normal device function with recorded user-driven pump pause and meal announcement, with no device malfunction identified. It was concluded that the device functioned as intended and that the event was related to use conditions rather than a device failure.